Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(4) 2014 for investigation. Investigation results as follows: visual inspection of the returned platform shows no visible or physical damages to the platform. Functional testing was performed and the initial reported issue was confirmed. The archive data was unable to be downloaded through the infrared reader or through the cable. The two pins on the processor board were shorted to download the platform's archive. It was found that the processor board was at fault. A review of the autopulse platform's archive was performed and showed that a user advisory (ua) 12 (lifeband not present) fault occurred on the reported event date of (B)(4) 2014. The root cause of ua 12 message could not be determined. Per the autopulse maintenance guide (pn 11653-001), user advisory 12 is an indication that the autopulse has detected that the lifeband is not properly installed. Based on the investigation, the part identified for replacement was the processor board. In summary, the initial reported complaint that the platform's archive file could not be downloaded was confirmed during functional testing. The fault was found to be due to the defective processor board. The observed ua 12 fault found during review of the archive is unrelated to the initial reported complaint. Upon replacement of the processor board, the platform was re-evaluated through functional testing and passed all testing criteria.

Event description:
It was initially reported that the autopulse platform's archive file could not be downloaded at the customer's site. No patient involvement was reported. No further information was provided. The autopulse platform was subsequently returned to zoll for investigation. During review of the platform's archive data, it was observed that a user advisory (ua) 12 (lifeband not present) message occurred on the reported event date of (B)(6) 2014. Although the customer did not report this, ua 12 is considered a reportable malfunction.